Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they recently had an MRI, and their device was put on MRI prior, but they had been having pain ever since they got out of the machine. Patient also stated that there's pain where the ins was, and they're not emptying their bladder. Patient also mentioned that they haven't seen their health care provider (hcp) for over a year. Agent redirected to the hcp to have their device checked..